Event description:
The pt called lifescan in 2004 and alleged the test strip had peeled upon insertion into the one touch ultra meter. The pt returned a call to the medical affairs specialist 4 days later. The pt reported they had symptoms of feeling hot, flushed and incoherent at the time of the incident, an unk day in 2003, 1:30 pm. The spouse attempted to do a blood glucose test with the reported meter and the strip peeled. No reading was obtained. The spouse drove the pt to the hospital and the first reading in the ER was in the "30's mg/dl range". The pt was treated with oral glucose and orange juice. A reading of 70 mg/dl was obtained 1 hour later and the pt was discharged with a diagnosis of hypoglycemia. The pt had not attempted testing on the day of the incident. They had eaten a regular diet (last meal at noon) and had taken their oral medications, glucophage, glyberide, and avandia that morning. The pt stated they only tested if they felt they needed to, not on a regular schedule. The strip issue had been happening intermittently over the past 2-3 months, not just with a particular lot of test strips. Since the pt had symptoms of and was treated for hypoglycemia and had not tested earlier in the day this is not reported as an adverse event. Based on the info supplied by the pt there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced and return is expected.